Manufacturer narrative:
Na

Event description:
It was reported that on (B)(6) 2012, the pt was left alone for approximately 1 1/2 hours. When the pt's mother returned, she found the ventilator was "not working properly and was alarming with a flashing display". The pt had passed away.